Event description:
It was reported patient was experiencing withdrawal symptoms. The patient was having "flu-like symptoms" "every 3 months". The pump implant was implanted in 2006. Reporter stated "there was no evidence of pump problem", however the patient had inconsistent therapy, so the catheter and pump were replaced. A partial segment of the catheter was left in the patient, in the intrathecal space, as the healthcare provider had unspecified concerns with removing it. A new catheter and pump were implanted on (B)(6) 2012. The patient status was reported as "recovered without sequel". The reason for pump removal was reported as "prophylactic removal to avoid in-vivo battery depletion". The medication in the pump was morphine. Any additional relevant information provided will be reported in a supplemental report.

Manufacturer narrative:
Product ID (B)(4), lot# l65759, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type: catheter. (B)(4). Final product analysis of the pump found no anomalies. The pump passed all non-destructive testing. The complaint against the pump was withdrawal. No anomalies noted in pump logs. Since the pump passed all non-destructive lab testing, it has been decided that no destructive testing needs to be performed. This choice preserves the pump for later re-analysis if needed. Analysis of the catheter found acceptable testing, the catheter was returned incomplete in segments.

Manufacturer narrative:
(B)(4).